Event description:
The 24mm x 70mm stent was placed in the inferior vena cava of a patient with malignant melanoma with hepatic metastatsis. A liver mass was obstructing the intrahepatic ivc causing vena caval syndrome. The stent was placed with good radiographic results. Within a short period of time, while the patient was still in the lab, the physician noticed that the distal end of the stent started to compress and move towards the heart. The end of the stent perforated the atrial wall into the aorta and caused pericardial bleeding, causing the patient to expire on the table.